Event description:
It was reported that pump displayed malfunction alarm ¿malf 0¿ with fault ID 0x24d3, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from support, did not experience repeat malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred.